Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 600 mg/dl. Customer reported that they got hospitalized back on (B)(6) 2021 for a week. Customer was treated with intravenous drip and antibiotics. Customer was diagnosed with diabetic ketoacidosis. It was unknown that customer use auto mode feature at the time of high blood glucose event. Customer also stated that retainer ring was broken and reservoir did locked in place. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.